Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer also states that the wheel lock assemblies are bent and scratched up.